Event description:
It was reported by a patient that she is experiencing symptoms of negative dysphotopsia (tunnel vision) in both eyes. Patient reports she doesn't notice it when she is wearing her glasses or when she is actually looking left or right but when she looks straight ahead, without her glasses. Patient has a black shadow on either side of her eyes. Further, her left eye is worse and the issue is observed over a wider area of her vision and it is like a black curtain that feels like it is cupping around her face about 1/4 inch thick. Patient's right eye vision is more towards the sides, curves out and is not a solid line and is more cupped on the bottom. Patient stated that the operating doctor told her the results she was experiencing were a phenomena and everything was healing beautifully with no retinal damage. In follow up the patient indicated that her visual symptoms had not improved since her surgery (greater than three months). She further clarified that when she wears her glasses her vision is better because the frame obscures the shadows/cupping. She had seen her doctor for follow up and was told that she is seeing the reflection of the intraocular lens. Laser procedures had not been discussed. Patient stated she is very unhappy with the outcome and if she had known her vision would be as it is, she would not have had the cataract procedures. No further information was provided. A second MDR will be completed for the lens implanted in the patient's other eye.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.